Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ultrasound medical products image has 4 broken elements in a close grouping, making it out of standard. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an image issue. There was no patient involvement.

Manufacturer narrative:
This supplemental report was sent to provide correction to the initial MDR. Per the legal manufacturer, the reported malfunction in the initial MDR, image issue -"image has 4 broken elements in a close grouping, making it out of standard" has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
No additional information received from the customer.